Event description:
We heard that the device was implanted in 2009 and that there was a loss of pacing during the night; when we checked it, it was already in rrt (recommended replacement time)/ eri (elective replacement indicator). The timing was on (B)(6) 2023, so it is believed that the check was not performed during that time. About 1 year has passed since entering rrt/eri; the possibility of lead trouble cannot be ruled out, but capture was not performed at 7.5 v/1.0 ms, and the impedance was 100 o or less. Low impedance (pacing), high threshold in 2009, a request was received to check a patient who had a pacemaker implanted and visited the hospital. When the patient visited the hospital in advance to receive telemetry regarding the loss of pacing during the night, it had already entered rrt/eri. Pacing failure also occurred after telemetry, so manual measurements were also performed; the wave height was 4.0 to 5.6 mv, the impedance was 100 o or less, and the threshold was 7.5 v/1.0 ms, but there was no capture. The lead polarity was changed from bipolar to unipolar, but it did not change, so capture was not performed. The possibility of lead trouble cannot be ruled out, but about 1 year has passed since it entered rrt/eri, so the battery depletion in the main unit might have been the cause. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).